Event description:
It was reported that the patient presented in the emergency room after feeling weak and falling. Right atrial lead dislodgment was noted via chest x-ray. The dislodgment is believed to be due to the fall. The lead was repositioned successfully on (B)(6) 2017. The patient was stable post procedure.